Manufacturer narrative:
The referenced report of previous infection is covered under medwatch MFR report #2916596-2017-01688. (B)(4). Approximate age of device ¿ 2 years and 8 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was readmitted on (B)(6) 2017 for (B)(6) driveline infection. Patient was not taking oral antibiotics so infection flamed up. Patient was started on antibiotics infusion. No additional information was provided.

Manufacturer narrative:
A specific cause for the patient''s driveline infection could not conclusively be established through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.